Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin delivery. Customer¿s blood glucose level was in 140-168 mg/dl range.